Event description:
It was reported that the symptomatic patient presented to an unspecified hospital or clinic with cardiac tamponade as a result of suspected acute perforation. Elevated capture thresholds and decreased r-wave amplitude were observed. Chest x-ray was inconclusive. The patient was transferred for a lead extraction procedure. The lead was explanted and replaced. The patient was stable following the procedure.